Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was turning off and on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 19nov2020, b4: 23nov2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the user-interface assembly will need replacement. The customers bio-med replaced the user-interface assembly to resolve the reported issue. The device passed performance verification testing. The evaluation determined that the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.